Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a low blood glucose level of 34 mg/dl. The customer treated their low blood glucose with food. Troubleshooting for the insulin pump for the low blood glucose was not completed because the customer did not have time. Additionally, the customer also received a change sensor alert after a calibration not accepted alert. It was noted in troubleshooting that the sensor cannula was bent. The customer was advised to return the sensor. The device will not return for analysis.